Manufacturer narrative:
E1: reporter phone # (B)(6). The following functional tests were performed: a field service engineer (fse) went onsite to evaluate the device and found that the bl pc internal audio cable + pcie audio amplifier card were defective and needed to be replaced. A replacement of the parts was performed by the fse. Based on the information available and the testing conducted, the cause of the reported problem was a defective bl pc internal audio cable + pcie audio amplifier card. The reported problem was confirmed. The bl pc internal audio cable + pcie audio amplifier card were replaced, and the device was operational after repairs were completed. If additional information is received the complaint file will be reopened.

Event description:
It was reported that during set-up of the patient information center ix by a philips field service engineer, the device had audio issues. No sound was coming from the device. The device was not in use on a patient at the time of the event.